Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Programming changes were made at the doctor's office. The patient was asymptomatic throughout the check and will continue to be followed.

Event description:
New information received indicates that another instance of post-paced t-wave oversensing was observed through remote transmission. The patient was asymptomatic. Further programming changes were recommended.